Event description:
It was reported patient underwent an initial knee arthroplasty on (B)(6) 2014. During the procedure, the handle alignment tower could not be utilized due to a fracture of the grub screw. All fractured pieces were removed from the patient and the procedure was completed without significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found the part was conforming to print specifications when it left biomet and that the short pin that controls the range of motion of the modular head had fractured due to an unidirectional bending fatigue.